Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 06/16/2016. Date of follow-up report: 07/13/2016. One used lf5544 ligasure device was received, and examination of the sample confirmed the reported issue. Visual inspection found the blue jaw insulation was slightly melted, and no pieces of insulation were missing. The clear insulation close to the jaws was also damaged, causing the device to fail hipot testing. The investigation found the complaint is due to user error. Activating the monopolar function for an extended period of time when tissue is within or contacting the side of the jaws can cause energy to flow through an alternate path other than the monopolar tip and melt the insulation. The IFU included with this product states: keep the electrode clean and free of all debris. This will reduce the need for additional energy, decrease thermal spread, and minimize increases in jaw temperature that may damage jaw insulation. Do not activate the monopolar tip while grasping tissue in the jaws. Doing so will result in unintended burns and may result in the jaws retaining excessive heat which may damage jaw insulation. A review of the device history records for this lot found no potentially contributing factors, and no trend is associated with the identified issue.

Manufacturer narrative:
(B)(4). Date of initial report : 06/16/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the blue portion of the jaw melted during use. There was no injury to the patient. The device was returned for evaluation and visual inspection discovered that the clear insulation was damaged.